Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100's battery expired. There was no patient impact or injury reported.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device battery is expired. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The customer rejected the quote for repair of the reported issue and no work was performed by philips. The operation status of the device is unknown since the customer rejected the quote for repair and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer rejected the quote for repair.